Event description:
It was reported that the user experienced a restart alert during a supply change and persistent high glucose readings despite changing supplies, with subsequent troubleshooting identifying drops in the tubing and resuming delivery; no additional device alerts or pauses were present, and a site change was recommended. Symptoms included hyperglycemia without other clinical signs or symptoms. Outcomes included a delay to treatment or therapy while the user evaluated the site and monitored glucose trends. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with insulin delivery as the likely issue, with a mechanical problem identified during evaluation of tubing and delivery status. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.